Event description:
The user facility reported difficulty during advancement of the locator and sheath assembly. Resistance was also encountered when attempting to retract the carrier tube. Despite these challenges, the procedure was completed using the same angio-seal vascular closure device. No additional angio-seal devices were used. There was no injury or adverse impact to the patient. Additional information was received on 20 jun 2025: the procedure performed prior to the use of the angio-seal device was a nerve thrombectomy. An 8 french terumo sheath was utilized. No difficulties were reported with arterial access, sheath insertion, guidewire placement, or catheter insertion. The issue was specifically related to resistance felt during advancement of the angio-seal device. A pre-deployment angiogram was performed, which showed no vessel distortion or calcification. The patient remained stable throughout the procedure.

Manufacturer narrative:
A1: patient identifier: requested, not provided . A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided . A5: ethnicity: requested, not provided. A6: race: requested, not provided . D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted . E1: initial reporter name: requested, not provided. E1: phone number: requested, not provided . E3: occupation: requested, not provided . The actual device is not available for return; therefore, an evaluation of the device could not be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).